Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No critical pump error (open book image) alarms noted during testing. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a critical pump error alarm. The customer¿s blood glucose level was unknown. The customer states the insulin pump started beeping and couldn¿t get it to stop and they received a critical pump error image on the pump screen. The customer also states the insulin customer states that the pump was dead. Troubleshooting was performed for critical pump error alarm and advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.